Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with all operating currents within specifications. The device passed the self, off no power, displacement, rewind, and basic occlusion test. The reservoir icon functioned properly. However, the insulin pump was unable to prime due to a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with broken belt clip slot, scratched display window, and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The blood glucose reading at time of call was 74mg/dl. The caller mentioned that the reservoir was found to be damaged, and the reservoir icon was stuck. Troubleshooting was performed. The caller stated that the piston does not move up or down, and there is a small crack from top to bottom on the left side of the device. It was stated that her parents found her on the bathroom floor and her sister had to dress her before taken to the hospital. The caller also stated that the screen is cracked and the customer plays soccer. Advised the mother to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.